Event description:
The customer reported the system shut down without command and thereafter failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.